Event description:
It was reported that stent dislodgement occurred. The 99% stenosed "very tight" target lesion being treated was located in the severely calcified distal right coronary artery (rca). There were additional blockages in the proximal and mid rca. The first two lesions were predilated with an unspecified balloon. A 2.50x12mm promus premier stent delivery system was then advanced to the distal lesion but unable to cross. The device was pulled back and was it was noted that the stent has come off. The stent was noted to be at the mid rca "floating around and moving back and forth with the blood flow." The physician lost wire position, four wires came back. They were using five wires due to the rca being "extremely long, difficult, very tortuous and a circumference curve on the right micro hub and then back down was very hard to delegate catheter to shed multiple guide and multiple wires." They were able to advance a wire through the middle of the stent. Using serial balloon dilations with 1.5, 2.0, 2.5 sized balloons, they were able to implant the stent in the distal rca, just proximal to the lesion. In the distal lesion, only balloon dilatation was performed due to the lesion being very calcified. A 2.5mm nc quantum apex balloon was used and dilated at 25 atms to fully "crack" the lesion; however, the lesion still has 50% residual stenosis. The mid lesion was stented with a 2.75 x 12 promus drug eluting stent with no problem. The proximal lesion was stented with a non bsc device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).